Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system would not boot up. There is no report of patient injury associated with this event.